Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had error in sound. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Based on the available information, the fse visited the customer site, evaluated the device, and determined that the processor printed circuit assembly (pca) was defective. The defective processor pca was replaced with the dfm100 assy processor (453564489071) to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the processor pca, the root cause of which could not be determined. The reported problem was confirmed. The processor pca was received at the philips failure analysis lab for evaluation. The reported "error in sound" issue was not verified in lab testing. The processor pca passed all tests during operation check and general testing. The processor pca was no fault found. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had an error in sound. There was no patient involvement.

Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and determined that the pca processor was defective. The defective pca processor was replaced with the dfm100 assy processor (453564489071) to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective pca processor. The reported problem was confirmed.